Event description:
Additional information was received stating that the vns patient¿s death occurred suddenly and was premature. Based on the available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. Analysis of the returned generator and lead were completed. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. There is no evidence to suggest an anomaly with the returned portion of the device. Since the majority of the lead assembly including the electrode array section was not returned, an evaluation cannot be made on that portion of the lead.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.